Event description:
It was reported that stent fracture occurred. The patient underwent percutaneous coronary intervention. A 3.00 x 28mm synergy xd drug-eluting stent was advanced for treatment. However, while trying to cross the lesion, one of the stent struts was observed to be broken/flared under fluoroscopy. The device was removed intact with the delivery catheter, and a new stent was used to complete the procedure. No patient complications were reported.